Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (B)(6) 2016 and a magnet was placed. The implanted device remains. This report is filed april 25, 2016.

Manufacturer narrative:
This report is filed january 28, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment as well as an infection. Subsequently in (B)(6) 2015 (day not reported), the patient was prescribed a topical antibiotic. The implanted device remains.